Manufacturer narrative:
(B)(4). The sion guide wire was returned for evaluation. The distal segment of the guide wire was curved and fractured at the distal end. Microscopic observation found elongation of the coil wire for approximately 20mm originating from the mid solder originally located at 25mm from the wire tip for fixing the coil wire onto the core. Under the elongated coil wire, the inner coil wire was exposed. Coils of the inner coil wire were disarranged. Core-composing straight wire was found fractured at the distal end of the inner coil wire, and another core-composing twist wire was found fractured at approximately 7mm distal to the inner coil wire. Each fracture end of core-composing fine wires showed necking caused due to tensile stress. Measurements of the returned guide wire indicated that approximately 7mm of the straight core wire, 1mm of the twist wire, and 23mm of the coil wire were missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with wire removal had contributed to the reported fracture. The applied stress exceeded the product's design limit because the wire tip was being trapped probably in calcification. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that a percutaneous coronary intervention was performed to treat a moderately calcified 90-99% occlusion in #11 of left circumflex artery and high lateral branch (hl). To treat hl, an asahi sion black guide wire was advanced and a 1.5mm balloon was pre-dilated. An ivus catheter would not cross and balloon dilation was performed with a 1.5mm balloon. Another asahi sion guide wire was delivered to use as a buddy wire and crossed the lesion. Balloon dilation was performed with a 3.0mm balloon. To treat #11, the sion guide wire was used to perform balloon dilation and deploy a stent. Final angiography confirmed reestablished blood flow. During attempting to remove the guide wire, the wire tip was found trapped in calcification proximal to the deployed stent and became separated. Because blood flow was successfully reestablished, the physician determined to leave the wire fragment in situ. The patient was fine without problem after the procedure and being hospitalized for monitoring.